Event description:
Pt reported she went to a physician and was treated for an infection with unspecified oral and ophthalmic antibiotics. She did not wear her contact lenses during treatment and her condition cleared up. On the second or third day of using new contact lenses (acuvue hydraclear) stored in the solution, her condition returned. She went to a nurse practitioner who thought it was pink eye and prescribed unspecified medications. It cleared up again but as soon as new contacts and the solution were used, the condition returned. She then went to her optometrist who diagnosed her with a fungal infection and prescribed unspecified steroid eye drops which cleared the condition. When the condition came back, the pt ascertained that she must be allergic to the lenses since she just started using the brand. She was then given new lenses of the brand (unspecified) she previously used. Once again, her condition returned. The pt switched to the wal-mart brand lens cleaner and she did not have any more problems. Pt did not respond to repeated requests for the complaint sample and add'l info.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.